Manufacturer narrative:
D6a. The implant date is an estimated date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that with their activa pc, the patient had good response on stable stimulation parameters for a long time, with complete remission of compulsions and strong improvement of compulsive thoughts. Previous settings were li vc/vs: c+, 1-, 2-; 60microsec, 130hz, 3.5ma, re vc/vs: c+, 9-, 10-; 60microsec, 130hz, 3.5ma. In september 2022, patient underwent a battery overhaul, during which an activa rc was implanted. Settings were  li vc/vs: c+, 1-, 2-; 60microsec, 130hz, 4.0v, - re vc/vs: c+, 9-, 10-; 60microsec, 130hz, 4.0v. On this, although the compulsions remained gone, there was a sharp deterioration in terms of compulsions. Patient was previously satisfied with the result, but not anymore. Manufacturer representative (rep)  tried several adjustments from these settings: increasing the voltage to 7.1 (higher was not tolerated due to agitation), broadening the pulse to 100 microsec (more is not tolerated) and even increasing the frequency to 150hz without result. Insertion of either a proximal or distal contact point immediately led to anxiety and agitation, even at low voltages. Ultimately, patient feels best with settings: li vc/vs: c+, 1-, 2-; 90microsec, 130hz, 7.0v, re vc/vs: c+, 9-, 10-; 90microsec, 130hz, 7.0v. In this, there is a marginally better effect on the compulsions, but it is not satisfactory and a marked difference from before the battery overhaul. Additional information was received from a manufacturer representative (rep) reporting that all electrode impedances were within the normal range, except for a slightly increased impedance at contact point 8 (3005 ohms). This was also the case before the replacement and these impedances have not changed. At the last measurement, no therapy impedance was given in the report. The rep was currently unable to export the reports from the tablet as the tablet was not recognized by the pc. No incidents have occurred after the replacement. There were no side effects; only response loss. The rep saw the patient and the problem of therapy loss was still occurring. They indicated that having a rechargeable battery was also no ideal since the patient has to charge it daily for 3-4 hours. The patient and neurosurgeon decided that soon they will replace the ins with a percept pc (prior to end of service (eos) due to unsatisfied result). The patient had this prior to the rechargeable ins as well and hopefully the older settings will also give sufficient therapy again. The rep was unable to interrogate the battery as the patient was very stressed and can have negative experience/feel change in therapy briefly when impedances are measured, so the patient prefers that they aren't measured.

Event description:
Additional information was received stating that the stimulator will not be returned. It is working as intended, however the clinical result is not what the patient expected. It is not a technical issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.